Event description:
It was reported that the customer was hospitalized with a low blood glucose (bg) level. Bg value not provided. Ultimately, the customer reverted to an alternate method of insulin delivery. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information, however, no response was received.